Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic with the right atrial lead exhibiting noise, and polarity switch due to low pacing impedance. Chest x-rays revealed no obvious defects. The patient was stable and will continued to be monitored.